Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not functioning properly. Blood glucose level at the time of the incident was 540 mg/dl. Customer also had a blood glucose level of 411 mg/dl on the day of the call. Blood glucose level at the time of the call was 306 mg/dl. During the call, the customer was unable to complete troubleshooting as she did not have a tubing clamp available. The customer was advised to call back once it was received.